Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor tail loss of contact with interstitial fluid due to temporarily unseated puck on body. Therefore, this issue is not confirmed. Sensor kit expiration date is 28-feb-23. Medical event associated with this complaint case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced seizure, "bitten on the tongue", and was able to self-treat with dextrose (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced seizure, "bitten on the tongue", and was able to self-treat with dextrose (type/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.